Manufacturer narrative:
The part number of the suspect device was not identified, therefore, the manufacturer cannot determine the suspect device. However, the suspect devices in use are part # 24370003, 24370004, 24370005 and # 24370006. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, the surgeon inserted a tendon spacer sizer trial in the patient by mistake. (The sizer had been sterilized.) Comments from surgeon: the sizer will be removed in a few months so till then, the surgeon would like to leave it in the patient unless it is necessary to remove it immediately. No patient complications were reported.

Event description:
Patient underwent revision surgery to remove the trial.